Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was not reported. On (B)(6) 2019 the patient reported that one time she was switching doctors and she was hospitalized because her pump went dry. Per the patient, the insurance company would not approve her to see a new hcp (healthcare professional) so her pump ran out of medication before being able to get it refilled. The patient then stated that she was unsure if the pump was dry she just knows that she missed the refill date by one day and then became spastic. Per the patient, this had happened ¿a while ago¿; the patient could not confirm a date. No further complications were reported/anticipated.